Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string broke upon removal and the tampon remained inside her body. The consumer sought medical assistance for aid in removal.